Event description:
It was reported to boston scientific corp that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, "the balloon was not dilating as it usually does". The physician removed the balloon and tested it outside the pt. The balloon was leaking. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the pt following the procedure was reported as "fine".

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. (B)(4).